Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to inappropriate shocks. No additional adverse patient effects were reported.